Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the silver threaded nut is broken off where the top of the mounting hardware would attach to the back shell of the elite back.